Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m implantable pacing lead 1993 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a warning for low impedance. According to the lead trend data the atrial lead impedance was 295 ohms. It was noted that the lead was in unipolar and had been for the past few years and that capture and sensing were okay. The ra lead is still in use. No patient complications have been reported as a result of this event.